Event description:
It was reported that these inflatable penile prosthesis (ipp) cylinders presented inflation issues. A surgical procedure was performed, during which cylinders were removed. No patient complications were reported.

Manufacturer narrative:
Additional information updated: b5: describe event/problem.

Event description:
It was reported that these inflatable penile prosthesis (ipp) cylinders presented inflation issues. A surgical procedure was performed, during which cylinders and pump were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. Wear at fold in their middle, proximal and distal ends was identified; however, no leaks were identified. The pump was microscopically inspected, leak and functionally tested. A hole and a leak from fatigue in its kink resistant tubing (krt) was identified, but the component passed functional evaluation. Based on the information available and analysis results, the hole and leak identified in the pump krt could have caused or contributed to the reported clinical observations.

Event description:
It was reported that these inflatable penile prosthesis (ipp) cylinders presented inflation issues. A surgical procedure was performed, during which cylinders and pump were removed and replaced. No patient complications were reported.